Manufacturer narrative:
(B)(4). A partial lead measuring 41.5cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that low pacing lead impedance and high pacing threshold were observed. The lead was explanted and replaced. There were no complications post-procedure.